Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was recorded as high. Customer administered an insulin injection to address elevated bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.